Event description:
Note: this report pertains to one of three related complaints. Please refer to manufacturer report numbers 3005099803-2010-00869 and 3005099803-2010-00870 for the other associated device information. It was reported to boston scientific corporation that a gold probe, an endostat ii electrosurgical generator, and an endostat footswitch were used during an esophagogastroduodenoscopy (egd) procedure within the duodenum on (B)(6), 2010. According to the complaint, the patient was being treated for a duodenal ulcer. Upon removing a clot from the ulcer, the site began to actively bleed. The physician attempted to control the bleed by placing a clip; however, he was unable to place the clip in a location that adequately controlled the bleed. The physician then used a gold probe (in conjunction with the endostat unit and footswitch) to try and coagulate the bleed site but was again unsuccessful. The patient was sent to open surgery to stop the bleed where the surgeon was able to successfully control the bleed. The patient was sent to the ICU for one night and was awake, alert, and well the following morning when he was released from the hospital. Following the procedure, the complainant tested the gold probe, endostat unit, and endostat footswitch and could not identify any issues with them. They noted that the endostat unit is typically used to provide coagulation and irrigation simultaneously, which coupled with the amount of blood, may have inhibited successful hemostasis. Note: on february 5, 2010, a physician at the complainant facility filed a report with a boston scientific sales representative concerning the aforementioned gold probe. At this time, the complainant did not mention an issue with the endostat unit and footswitch. On february 8, 2010, a biomedical technician filed a separate report regarding concerns related to an endostat unit and footswitch. It was not discovered until february 16, 2010 that these two separate reports in fact dealt with devices used in unison during the same procedure.

Event description:
Note: this report pertains to one of three related complaints. Please refer to manufacturer report numbers 3005099803-2010-00943 and 3005099803-2010-00870 for the other associated device information. It was reported to boston scientific corporation that a gold probe, an endostat ii electrosurgical generator, and an endostat footswitch were used during an esophagogastroduodenoscopy (egd) procedure within the duodenum on (B) (6) 2010. According to the complaint, the patient was being treated for a duodenal ulcer. Upon removing a clot from the ulcer, the site began to actively bleed. The physician attempted to control the bleed by placing a clip; however, he was unable to place the clip in a location that adequately controlled the bleed. The physician then used a gold probe (in conjunction with the endostat unit and footswitch) to try and coagulate the bleed site but was again unsuccessful. The patient was sent to open surgery to stop the bleed where the surgeon was able to successfully control the bleed. The patient was sent to the ICU for one night and was awake, alert, and well the following morning when he was released from the hospital. Following the procedure, the complainant tested the gold probe, endostat unit, and endostat footswitch and could not identify any issues with them. They noted that the endostat unit is typically used to provide coagulation and irrigation simultaneously, which coupled with the amount of blood, may have inhibited successful hemostasis. Note: on (B) (6) 2010, a physician at the complainant facility filed a report with a boston scientific sales representative concerning the aforementioned gold probe. At this time, the complainant did not mention an issue with the endostat unit and footswitch. On (B) (6) 2010, a biomedical technician filed a separate report regarding concerns related to an endostat unit and footswitch. It was not discovered until (B) (6) 2010 that these two separate reports in fact dealt with devices used in unison during the same procedure.

Manufacturer narrative:
Patient weight unknown. (B) (4) - surgical intervention required. Failure to cauterize. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: initial MDR referenced MFR #3005099803-2010-00943. The correct MFR # is 3005099803-2010-00869. Visual inspection of the gold probe incident device shows no anomalies. The device also passed all electrical tests. Procedural factors related in the event appear to have contributed to the device failure during the procedure. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).